Event description:
It was reported that the patient experienced a hypoglycemic event while being in an active sensor session. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient experienced loss of consciousness. At the time of the report the patient was using an insulin pump, but the pump had not been adjusting to the cgm reading as there ¿was a problem with the sensor¿. When the patient was found by their husband an ambulance was called. When the paramedics took a fingerstick, no specific reading could be shown as the blood glucose reading was too low and showed the letters low. The patient was brought to the hospital and was hospitalized. The patient was reportedly in a coma and was unconscious from the day of the event, until sunday on (B)(6) 2025 and regained full consciousness on monday on (B)(6) 2025. The patient was unsure what medication was given at the hospital but mentioned treatment with insulin and tylenol at unspecified moments. At the hospital the patient was told that the insulin pump ¿probably¿ delivered too much insulin. The patient was discharged after 7 days. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, app data was provided for investigation. Performance data shows that on the alleged date of issue, (B)(6) 2025, the patient's estimated glucose values were low (less than 40 mg/dl) and the sensor failed at 02:25 am. A new session was started at 04:56 am and after warmup, estimated glucose values (egv) were in range (70 - 250 mg/dl). At 09:15 am, the patient's egv (65 mg/dl) dropped below the low alert threshold (70 mg/dl), and the app delivered urgent low soon alerts at 66 percent volume. At 09:25 am, the patient's egv (49 mg/dl) dropped below the urgent low alert threshold (55 mg/dl), and the app delivered urgent low alerts escalating from 66% to 100 percent volume until it was acknowledged at 09:46 am. After the 30-minute snooze duration, the patient's egv (43 mg/dl) was still below the urgent low alert threshold, and the app delivered another urgent low alert at 66 perent volume, which was acknowledged immediately. After another 30-minute snooze duration, the patient's egv (low - less than 40 mg/dl) was still below the urgent low alert threshold, and the app delivered another urgent low alert at 66 percent volume, which was acknowledged immediately. After yet another 30-minute snooze duration, the patient's egv (40 mg/dl) was still below the urgent low alert threshold, and the app delivered urgent low alerts at 73 percent volume. At 11:40 am, the app delivered a low alert at 73 percent volume, with an egv of 60 mg/dl. At 11:45 am, the patient's egv (77 mg/dl) returned within target range. Confirmation of the allegation and probable cause could not be determined. No additional patient or event information is available.